Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was not implanted successfully due to upon opening the package, the suture sleeve was down over the tip of the lead and was unable to move the suture sleeve away from the tip of the lead. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, visual inspection revealed suture sleeve stuck on tip of lead, suture would not slide towards the proximal but would slide towards the distal end with resistance. Images from packaging during manufacturing show the suture sleeve is not over the tip and packaging is designed so the suture sleeve cannot migrate to the tip in the package. Further, unintended use error was selected based on the analysis finding of induced damage. The observed damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that this right atrial (ra) lead was not implanted successfully due to upon opening the package, the suture sleeve was down over the tip of the lead and was unable to move the suture sleeve away from the tip of the lead. This lead was never in service. No adverse patient effects were reported.